Event description:
Patient with a history glioblastoma multiforme, deep vein thrombosis and multiple pulmonary emboli who is status post ivc filter placement and status post craniotomy in 2005. The patient was admitted in 2005 with two syncopal episodes, and the workup was negative for any other cause than the right atrial mass and foreign body. An echocardiogram and chest CT confirmed the migration of the ivc filter into the right atrium and right atrial-internal vena cava junction. Open heart surgery required to remove the filter and the multiple clots lodged within it.